Manufacturer narrative:
Concomitant products: 693565 lead, implanted: (B)(6) 2012; d314trg crtd, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high impedance and was fractured. The lv lead was inactivated and later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.